Event description:
It was reported that the patient had been to urgent care with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. The patient also had a fever and felt nausea. The patient was treated with motrin, ice packs under knees and forehead, zofran, used the omnipod system to dose his insulin and fluids. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.